Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the site attempted to boot up the image acquisition system (ias), it would not boot up. The message on the pendant read "system booting, please wait." The mobile view station (mvs) booted normally. The site then tried to remote into the ias computer and was not able to access it. The site rebooted it multiple times with no change. There was no patient impact, and a 20 minute delay. The procedure was then aborted and rescheduled. The procedure was cancelled after the patient was in the room, but before anesthesia was started.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000165, h3) the manufacturer represenattive went to the site to test the imaging system. The image acquisition system (ias) computer complementary metal oxide semiconductor (cmos) battery failed. They replaced the ias computer cmos battery. Configured basic input output system (bios). System passed all testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.